Event description:
It was reported that implant failed because it was fractured in the neck.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011245 and k002188.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.